Event description:
It was reported to philips that system failed to start; transient startup abnormality suspected on a allura xper fd20 or table. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Cold restart resolved issue; monitoring advised. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).